Event description:
Additional information was received from the patient representative. They reported that the patient was having bladder issues and that caller needed to know if the stimulation works 24 hours. Caller stated that the patient was not getting "triggered" to pee and that after the patient had their ins, they were fine for a period of time. When asked for an event date, they just stated that on (B)(6) 2026, the patient had to be admitted to the hospital due to "ammonia" and "oxygenation." They then mentioned that since the same day, the patient had not been able to have normal "bladder execution" but did not provide a clear estimate of the event date. Caller also mentioned that they knew how to use the external devices but was not aware of other therapy settings that may be adjusted. Caller also kept asking about the therapy working continuously or on schedule but did not confirm if the patient was having symptoms b ased on the time of day or regardless of the time of day. Agent reviewed general therapy information and role of patient services. Agent also reviewed role of rep as the caller seemed to be interested in checking if the ins was working on cycles. Agent redirected the caller to the patient's hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the device is not working and a representative was requested to interrogate it. The caller reported the patient came to their facility on (B)(6) 2026, and reported the patient tried to use the device on saturday night to make them urinate and have a bowel movement, but nothing happened. The caller stated the patient has tried using the device multiple times, but it is still not working, and they are having to straight cath the patient every 6 hours. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was transferred to nas to page a representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.